Manufacturer narrative:
The sample was submitted for investigation. The customer's high ft3 iii results could not be reproduced. A result within the normal reference range of the assay was obtained: 3.38 pg/ml (2.3 - 4.0 pg/ml). Further investigation of the sample confirmed an interfering factor against the idiotyp of the monoclonal antibody of the ft3 iii assay. This interference caused the customer's high ft3 iii results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The sample was requested for further investigation.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e801 module compared to the accuraseed method. The roche results were reported outside of the laboratory where the physician requested additional testing. The sample was submitted for investigation where discrepant ft3 iii results were also identified between the abbott architect method and an e801 module used at the investigation site. The customer¿s e801 module serial number is (B)(4). The e801 module used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site was 476059 with an expiration date of 02-feb-2021.